Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch surestep enhanced meter continued to prompt "apply sample" after having applied a blood sample to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8pm, the patient reported the alleged issue began. The patient reported that she manages her diabetes with a combination of diabetes medications including metformin and lantus insulin (dosages unknown). The patient denied changes to her usual diabetes management routine in regards to the alleged issue. The patient reported feeling sweaty, shaky and described her "heart pounding" 2 hours after the alleged issue began. The patient reported treating herself with food and/ or drink in response to the onset of the alleged symptoms. At the time of troubleshooting, the cca determined the patients' testing process was correct, and this was not the first time the subject meter had been used. The cca was able to walk the patient through a re-test, however the issue remained unresolved. The patient reported that she did not attempt to take her blood glucose on any other device. Additionally, the test strips lot number provided by the patient came up invalid. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.